Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center/ supplier and evaluated. It was reported that the cutter cannot be inserted. Per service reports, this complaint cannot be confirmed. During the service evaluation, no defects were identified. After repair, the device was found to be working according to the specifications. Since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated with manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field. Device history lot : manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated with manufacturing.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2022, it was observed that the cutter could not be inserted into the micro tornado hp w handcontrol device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.